Event description:
A malfunction was reported with the pump, causing the screen to go dark and become unresponsive until it was connected to a power source. There was no adverse impact on the customer's blood glucose level, and it did not exceed 500 mg/dl. The customer was directed to place the pump in storage mode and return it, after which technical support sent a replacement pump with updated software. The customer was informed of the necessary steps to follow upon receiving the new pump.